Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. A 3.50x28mm synergy¿ drug-eluting stent was advanced but device was unable to cross the lesion. When the device was removed from the patient's body, it was noticed that the stent struts were lifted. The procedure was completed with another 3.50x28mm synergy stent. No patient complications were reported and the patient¿status was good.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the crimped stent found that the distal end of the stent was damaged and stretched. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and do not appear to have been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.   Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. A 3.50x28mm synergy¿ drug-eluting stent was advanced but device was unable to cross the lesion. When the device was removed from the patient's body, it was noticed that the stent struts were lifted. The procedure was completed with another 3.50x28mm synergy stent. No patient complications were reported and the patient¿s status was good.